Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the catheter was revised after a fracture was discovered during revision procedure. Additional information was received from the healthcare provider via the company representative (rep) reporting that the issue had resolved at the time of this report. They stated the kink in the catheter was discovered in the pocket after dissecting scar tissue away from the catheter. The catheter was subsequently cut approximately 2 cm proximally from the kink and free cerebrospinal fluid (csf) flow was observed. The catheter was then revised with a new 8784 pump segment kit, connected to the pump, and successfully aspirated via the catheter access port.

Manufacturer narrative:
Continuation of d10: product ID: 8780 lot# serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.